Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to broken green, white, and red wires at the distribution node (dn) plug, as well as a pinched grey wire. The belt did not pass falloff testing. The root cause for the damaged wires was physical abuse. There was no adverse event that resulted from the damaged belt.